Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Returned product consisted of a coyote es balloon catheter. Visual and tactile inspection was performed. There was blood and contrast in the inflation lumen and in the balloon. There were numerous hypotube shaft kinks. Inspection under magnification revealed a balloon pinhole 28mm from the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. There was no damage or irregularities in the balloon material that could have contributed to the pinhole. Microscopic examination presented no irregularities on the ro marker that could have contributed to the damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in a moderately tortuous and severely calcified popliteal artery. A 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. As a result, the lesion was not inflated. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in a moderately tortuous and severely calcified popliteal artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced to the lesion. The balloon was inflated; however, it ruptured at an unknown atmosphere and at an unknown number of inflation. As a result, the lesion was not inflated. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.